Event description:
New information received noted damaged tissue to the tricuspid valve while explanting the rv lead. The patient experienced tricuspid regurgitation after the procedure via review of echo.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 14.2-14.5cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 45.2-45.5cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 7.5-15.5cm from the distal tip. Internal insulation abrasion was noted at 28.0-28.5cm and 32.2-32.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that an increase in impedance and capture threshold were observed. Furthermore, externalized conductors were also noted. The lead was explanted. The patient condition was well after the procedure.